Event description:
It was reported that a patient is complaining of pain, swelling redness at anterior aspect of the tibia. Bio-composite interference screw was used for tibial fixation of acl reconstruction, transfix at femur. Screw was absorbing and did not look abnormal. Bone preparation was done using a 9 mm reamer. A second surgery was necessary. Patient's bone quality was average. Date of original procedure was (B)(6) 2011. Screw was removed on (B)(6) 2012 area was flushed and debrided. No new implants were inserted. Patient is doing fine to date. A small piece of implant will be returned for testing.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. Device history record revealed nothing relevant to this event. Screw returned in multiple pieces with larger pieces having distinguishable screw features. Evaluation of device does not conclude a cause, however, the most likely cause of this type of event is an adverse reaction of the patient to the material(s) implanted. Product directions for use warns of possible foreign body and allergic-like reactions to the implant materials. Patient sensitivity to device materials must be considered prior to implantation. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.